Event description:
Reporter alleged high blood glucose device readings.it was reported customer's result was 300 mg/dl and then would go down to a normal result of 120 mg/dl however time between testing was not provided.reporter stated going to the hospital due to high meter reading 1.5 years ago however does not have the specific result and when going to the hospital compared to their low reading, no specific value.reporter indicated no treatment was received and a lab was performed however no values could be providedeither. A request was made for the return of the suspect device and replacement product was sent.